Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable when the patient arrived for disconnection. Per reporter the nurse checked and reported the cassette was empty and that infusion finished about 1 hour early. No adverse patient effects were reported. Per reporter, no additional information is available at this time.